Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 65 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level ranged from 300-400 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.

Event description:
Reportedly, the cartridge was filled with 150 units of insulin.